Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the pump passed the leak test. However, moisture was found in the battery compartment and in battery cap. Unrelated to the complaint, the text on the display screen had a pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.